Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture confirms the reported screw fracture. The image shows the screw resting on the screw head and the shaft is fractured in the threaded portion of the screw. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure the head of the screw fractured off while it was being screwed in to secure the fossa implant. The end of the screw was left in place, and a new shorter screw was placed over it.